Event description:
A journal article was submitted detailing a single-center retrospective study assessing data of elderly patients undergoing carotid artery stenting (cas), and to compare them with those of the younger (<(><<)> 75 years). 580 patients were included in the study. There were 272 patients (46.9%) with age =75 years and 308 patients (53.1%) with age <(><<)> 75 years. During procedure medtronic¿s moma proximal embolic protection device (epd) or spider fx distal epd were amongst devices used. Of the self-expanding stents used in the population, medtronic¿s protégé and cristallo ideale devices were used. The primary end points of the study were 30-days stroke, 30-daysdeath and 30-days macce. Vascular complications and major bleedings were also separately evaluated. The success of the procedure was achieved in all but 2 patients (99.9%): in one case the procedure was not completed for technical issues and in the other the patient died for hemodynamic collapse after the post dilatation. Within the population, 30-days stroke is reported in 3.4% of the population. 30-days death is reported in 0.7% of the population. Se condary endpoints reported as major stroke in 0.7%, minor stroke in 1.7%, and cerebral hemorrhage in 1% of the population. Vascular complications are reported for 0.85 of the population. 12-months death reported as 4.8% of the population and long-term death reported in 23.8%. Journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device.

Manufacturer narrative:
Title: characteristics and outcomes of elderly patients undergoing carotid stenting: experience of a high-volume interventional cardiology center author: varbella f., cerrato e., rolfo c. Journal: catheterization and cardiovascular interventions year: 2022 vol/issue: 99(3). Ref: 10.1002/ccd.30002. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.